Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd vacutainer® sst ii plus plastic serum tube was leaking as ¿a broken tube and blood leakage after centrifugation was found.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cracked tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for cracked tube was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the photos, the customer¿s indicated failure mode for cracked tube with the incident lot was observed. Additionally, the retention samples did not identify a specific product issue as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.